Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Other relevant device(s) are: sw kit 9735740 stealth s8 spine. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cervical spinal procedure. It was reported that the site had some difficulties tracking instruments. When navigating with the green tracker the tracking view froze with the spheres on it. The spheres were covered by the hand and it showed the sphere tracking that was covered. There was a delay to procedure of 45 minutes.  There was no reported impact to patient outcome.